Event description:
Patient 1/2 it was reported that during an oocyte retrieval, the patient suffered a hemoperitoneum. Attempts for additional information have been made, but none has been provided. Ons1733 17g wallace oocyte rcvry (B)(4).

Manufacturer narrative:
G2: foreign: france customer has stated that the device was not being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
Distribution history the complaint product was manufactured at csi on 10-jan-2023 under work order (B)(4). Manufacturing record review DHR was reviewed for product ons1733 and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions for item ons1733. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation functional evaluation not applicable to this complaint condition. Root cause root cause not applicable as the complaint condition was not confirmed. Corrective actions: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.